Event description:
It was reported to technical services that this lead may be reversed in the device header. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).